Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
User states that one of the wheel lock will not work correctly on the left side. Does not hold the chair.